Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences.

Manufacturer narrative:
The reported event of heat was not confirmed and no failures known to cause or contribute to heat were noted. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.